Event description:
The lay user/patient contacted lfs alleging a problem with the test strip port on the ultralink meter. The patient mentioned that it was hard to insert the test strip into the test strip port. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter was a new product (out box). The meter was replaced. The complaint is being reported as a malfunction, since the issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.